Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by ¿pain in their stomach and around the belly¿. The cause of the peritonitis was not reported. Due to the event, the patient went to the pd clinic where they began treatment for the peritonitis (no further detail was provided) and was sent home. The next day, the patient went to the hospital due to continues pain and was hospitalized for the event. On unreported dates the patient underwent two operations to replace their pd catheter. At the time of this report, the patient was on hemodialysis. The patient outcome was not reported. No additional information is available.